Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2.

Event description:
Healthcare professional (hcp) reported that a patient injected with 0.05 ml of [unspecified] juvéderm® volift¿ into the right side nasolabial fold and "soon after", hcp noticed ¿vascular occlusion¿. 500 iu of hyaluronidase was immediately injected and the patient was released from the clinic 1 hour later, with no pain, nor skin discoloration. The patient returned to the clinic the following day with "visible dark marmorising area around and above right [side] nasolabial fold¿. A further 1500 iu of hyaluronidase was additionally injected. Approximately 1 week later, hcp "applied dye vl modul laser treatment to affected area¿. 5 days later, treatment with dye vl module laser was repeated in order to "return skin into normal condition¿. Laser treatment was repeated approximately 1 month later after which "all the unwanted skin symptoms vanished and skin appeared normal". Symptoms resolved.

Event description:
Healthcare professional (hcp) reported that a patient injected with 0.05 ml of [unspecified] juvéderm® volift¿ into the right side nasolabial fold and "soon after", hcp noticed ¿vascular occlusion¿. 500 iu of hyaluronidase was immediately injected and the patient was released from the clinic 1 hour later, with no pain, nor skin discoloration. The patient returned to the clinic the following day with "visible dark marmorising area around and above right [side] nasolabial fold¿. A further 1500 iu of hyaluronidase was additionally injected. Approximately 1 week later, hcp "applied dye vl modul laser treatment to affected area¿. 5 days later, treatment with dye vl module laser was repeated in order to "return skin into normal condition¿. Laser treatment was repeated approximately 1 month later after which "all the unwanted skin symptoms vanished and skin appeared normal". Symptoms resolved.

Manufacturer narrative:
Health effect - impact code : f23. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.